Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of over 600 mg/dl. Nurse stated that customer came in with high blood glucose wants to make sure the pump is working. The blood glucose at the time of the incident was 575 mg/dl and current blood glucose was 249 mg/dl. The blood glucose was 195 mg/dl, 595 mg/dl, 615 mg/dl and 595 mg/dl. Customer treated for high blood glucose with 10 units of novalog injection. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. There were small air bubble about size of champagne were present. Run manual prime/fill tubing with current set and insulin exited at the quick release set. The blood glucose value when admitted to hospital was 575 mg/dl point of care lab work blood glucose was 615 mg/dl. Assisted with performing the hp test and which was passed. Customer advised change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.